Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The complete lead was returned with dried body fluid found in the lead lumen. Further testing confirmed the lead to be electrically continuous. No further testing was performed.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. One day post implant, a revision procedure was performed and the lead was explanted and replaced without complication.

Event description:
The lead was returned for reliability analysis.